Event description:
The complaint received states that during use the cashmere (src140717-20 / j10202) had positioning difficulty and poor conformability then had re-zipping difficulty. The procedure was coil embolisation of celiac trunk artery aneurysm that was not calcified and moderately tortuous. The patient was a female of (B)(6) years old. Dob and weight unknown. Access was obtained from right femoral artery. The event happened during the procedure. Initially, an unspecified microcatheter (progreat/terumo, type unknown) which delivered through an unspecified sheath introducer (ansel/cook inc., 6fr) was navigated to the desired position. No issues noted. After that, the cashmere (src140717-20/j10202, complaint product) could not be winded and embolized properly into the target aneurysm. Then, the microcatheter lost target site, and so the physician wanted to re-sheath it. However, during that time, the introducer sheath of the cashmere somehow damaged and the coil could not be reloaded into the introducer sheath. The report did not indicate how the damage on the introducer sheath occurred. Therefore, the cashmere was safely removed from the patient and was replaced for a new one (src140717-20, lot unknown) which was made all way through the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No additional information is available. No patient injury/complications were reported.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information received will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during use the cashmere (src140717-20 / j10202) had positioning difficulty and poor conformability then had re-zipping difficulty. The procedure was coil embolisation of celiac trunk artery aneurysm that was not calcified and moderately tortuous. The patient was a female of 67 years old. Dob and weight unknown. Access was obtained from right femoral artery. The event happened during the procedure. Initially, an unspecified microcatheter (progreat/terumo, type unknown) which delivered through an unspecified sheath introducer (ansel/cook inc., 6fr) was navigated to the desired position. No issues noted. After that, the cashmere (src140717-20/j10202, complaint product) could not be winded and embolized properly into the target aneurysm. Then, the microcatheter lost target site, and so the physician wanted to re-sheath it. However, during that time, the introducer sheath of the cashmere somehow damaged and the coil could not be reloaded into the introducer sheath. The report did not indicate how the damage on the introducer sheath occurred. Therefore, the cashmere was safely removed from the patient and was replaced for a new one (src140717-20, lot unknown) which was made all way through the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No additional information is available. No patient injury/complications were reported. The coil was returned undamaged. The device positioning unit (dpu) and coil were returned completely outside the sheath. Located proximal, but adjacent to the distal tip of the skive is a section of external mechanical damage that resulted in an opened skive. The most likely contributing factor to the coil being unable to be positioned inside the microcatheter and the microcatheters loss of position may have been due to distal interference from the coils already dwelling inside the aneurysm, on itself, the distal tip of the microcatheter, or an unknown source. This interference may have produced resistance causing the microcatheter to lose its position on the target. If this occurred during repositioning, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ a secondary contributing factor to the microcatheters loss of position and the positioning difficulty inside the aneurysm may have been the selection of an incompatible 18 series plus microcatheter that was use with a 14 series microcoil system. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends,¿ the codman microcoil 14 system is compatible with microcatheters with inner lumen diameters ranging from 0.0165 to 0.019 in (0.419 to 0.483 mm). The unidentified progreat microcatheter comes in two inner diameters of 0.022¿ and 0.025¿. In addition, without the return of the unidentified progreat microcatheter used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event. The most likely contributing factor to the resheathing difficulty may have been due to the mechanical sheath damage that opened up the skive allowing the dpu and coil to protrude outside the sheath. In this condition, resheathing the coil cannot be performed. The location of this damage is adjacent to the proximal end of the green introducer. It is possible that the resheathing tool was advanced over the proximal end of the green introducer which may have damaged the sheath during retraction. If this occurred, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends,¿ ¿¿continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool, leaving approximately 1 inch of the unsheathed introducer sheath still visible¿¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint was confirmed on analysis. The most likely contributing factor to the resheathing difficulty may have been due to the mechanical sheath damage that opened up the skive allowing the dpu and coil to protrude outside the sheath. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the available information suggests that target vessel/lesion and procedural factors may have contributed to the reported events.